Event description:
It was reported by service report that the fowler was stuck, stationary litter skin and foot cover was damaged exposing sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler, stationary skin.